Manufacturer narrative:
G2: citation: authors: xiangyang qian, et al.. Flanged bentall procedure for paravalvular leakage and pseudoaneurysm after root replacement in behcet¿s disease and infective endocarditis: a case report. European heart journal 7, 1¿5 2023. Doi.org/10.1093/ehjcr/ytad489. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 27-year-old male patient who underwent aortic root replacement with a 20mm medtronic ats mechanical valve and 26 mm graft of unknown manufacturer. Adverse events reported post implant included: complete atrioventricular block, pseudoaneurysm, chest pain, fever, paravalvular leakage, dysfunction of one mechanical valve leaflet and infective endocarditis. Blood cultures were positive for streptococcus viridis and streptococcus oralis. It was reported that antibiotics were given the patient underwent percutaneous temporary pacemaker implantation and endovascular stent graft exclusion. It was reported that the 20mm medtronic ats mechanical valve and 26mm graft were explanted and replaced with a 22mm supra-annular medtronic ap360 mechanical valve and and a 26 mm vascular graft of a different manufacturer. It was stated that post replacement, a permanent pacemaker was implanted, and antibiotics were given. No further information was provided pertaining to medtronic products.